Event description:
The pt was implanted with a left ventricular assist device (lvad pvad). It was reported by the senior biomedical engineer that during implant, the dual drive console (ddc) was not receiving a fill signal. The pt was hand pumped and then switched to a back up ddc without further incident.

Manufacturer narrative:
The pt remains stable on lvad support. The device is being analyzed and we are awaiting the results. A supplemental report will be submitted when the manufacturer's investigation is completed. There is no further info available at this time.